Manufacturer narrative:
(B)(4). An event history log review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. The pt was admitted to the hospital for unrelated issues. In the emergency room (ER), the patient had a cardiac arrest. Five days later, the pt died. It was unknown if pd therapy was ongoing until the time of death. An autopsy was not performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. The device will be sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test. The device was determined to meet electrical performance specification requirements. The device failed the hc rite functional test, however, no failure or malfunction was identified that could have caused or contributed to the reported issue. An external & internal inspection was performed with some issues noted, however, the issues noted could not have caused or contributed to the reported issue. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.